Manufacturer narrative:
The device was not returned to zoll medical corporation; instead a pdf of the data file was returned. Review of the provided data file was unable to confirm the customer report. The criteria used by the algorithm to make the shock/no shock determination cannot be reviewed via the printed record, only by electronic file. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The ECG data from the event was returned to zoll for evaluation. Our review of the data found that analysis one and two, the first two segments did not match a shockable condition. There was noted high amplitude waves consistent with pad movement. The data showed a CPR bar illustrated which indicates that CPR was being performed during the analysis period. CPR should be stopped with no individuals touching the patient or therapy pads during the analysis. Review of analysis showed all three segments as no shock advised due to a detected organized rhythm. There was high normalized amplitude, detected qrs rate as well as a narrow waveform with low variability. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.